Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2007. Subsequently, the patient reported that the implant was clicking and was seen by the doctor. Radiographs taken at the visit confirmed the ceramic liner fractured. A revision procedure took place on (B)(6), 2009 to remove the liner and fractured pieces of the liner. The hip components were replaced.

Event description:
It was reported that patient underwent total hip arthroplasty in late 2007. Subsequently, the patient reported that the implant was clicking and was seen by doctor. Radiographs taken at the visit confirmed the ceramic liner fractured. A revision procedure took place in 2009 to remove the liner and fractured pieces of the liner. The component was replaced.

Manufacturer narrative:
Device evaluated by manufacturer - the fractured portions of the ceramic liner that was returned to biomet was forwarded to the manufacturer/supplier for evaluation. Evaluation of the component found the rim to be fractured over the whole circumference. The fracture surfaces and fracture surface edges show secondary damage due to contact with the ceramic ball head after the primary fracture event. Due to the secondary damages, no region of fracture origin could be identified. Secondary metal transfer patterns could be found on the fragments as a result of contact with metal parts after primary fracture event. No conclusions regarding a possible cause for the fracture could be drawn. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.